Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The samples were repeated due to a complaint from the treating doctor that the results did not match the patient history. Sample 1 initial result was 165 mmol/l and the repeat result was 145 mmol/l. Sample 2 initial result was 400 mmol/l and the repeat result was 142 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the rinse tube assembly was cracked and crystallized. He replaced the rinse tube assembly and calibrated and checked the analyzer. He performed tests that verified the analyzer was performing within specifications. The investigation determined the issue was consistent with contamination of the measuring cuvettes by sodium ions. The service actions resolved the issue.